Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of sterile peritonitis in a patient subsequent to therapy with icodextrin. On an unreported date the patient developed near-painless, sterile peritonitis. The contents of a diverticulum are only separated from the peritoneal cavity by the intestinal mucosa and the peritoneal serosa. The inflammation caused by infection can cause gaps to form between the cells. If these gaps allow water and small solutes to leak through, but not macromolecules, the introduction of an icodextrin bag suddenly creates a concentration gradient, thus inducing ultrafiltration of the liquid contents of the diverticulum into the peritoneal cavity. Small bacterial components then follow with the flow of solvent. The authors believe that icodextrin caused sterile peritonitis in the patient by inducing the leakage of bacterial products from infected diverticula into the peritoneal cavity. Icodextrin-related sterile peritonitis may be due to various causes, and the practice of using an opaque enema in cases of sterile peritonitis should also be implemented in patients treated with icodextrin.